Manufacturer narrative:
Complaint conclusion: a report was received that the stent of a 5 x 200mm smart flex vascular stent delivery system (sds) did not fully deploy. The sds was removed by first pulling it into the sheath and then removing it intact with no reported patient injury. The event involved a patient undergoing a percutaneous intervention of a target lesion in the superficial femoral artery that was described as calcified. The patient¿s vasculature was accessed via an ipsilateral approach. The site reported that the smart flex sds had been stored, handled, inspected and prepped according to the instructions for use (IFU) and that nothing unusual was noted about the sds prior to use. The temperature exposure indicator on the pouch had been checked and the site confirmed that the black dotted pattern with a grey background was clearly visible. A stopcock had been connected to the y connector of the hemostasis valve and no difficulty was experienced when flushing the stopcock or the sds. The site further reported that there was a little difficulty while advancing and/or tracking the sds towards the lesion but that no unusual force was used at any time during the procedure. The sds did not have to pass through any acute bends during its¿ delivery. The physician maintained a fixed inner shaft position during the stent deployment. However, only the distal 10cm of the stent deployed during this attempt. The physician was able to pull the sds into the sheath and remove the entire device from the patient. No additional intervention was necessary. The procedure was successfully completed with another unspecified product with no reported patient injury. The product was not returned for analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product IFU cautions users that the safety and effectiveness of this device has not been demonstrated in lesions that are totally or densely calcified. If any resistance occurs during movement through the sheath, users are to carefully withdraw the sds. The IFU also instructs the user to pre-dilate the lesion to a size equivalent to the reference vessel diameter. Prior to stent deployment, the user is instructed to loosen the hemostasis valve on the handle to allow free movement of the pusher tube. Based on the information available for review, there are vessel characteristics (calcification) and procedural factors (advancing the sds against resistance) that may have contributed to the reported event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. A risk assessment and investigation has been initiated to address this type of issue.

Manufacturer narrative:
A device history record review of finished good lot 33237 was performed. Bmt reviewed the system traveler bmt-s32820c, and the associated subassemblies and stent travelers. All the required inspections were performed within each traveler guidelines and the testing results complied with the specifications provided. The travelers did not indicate deviations or unusual findings. Since no deviations or unusual findings were identified, no corrective/ preventative actions are required. Bmt concludes subassembly systems lot bmt-s32820c, finished good lot 33327 was manufactured in accordance with bmt¿s quality requirements and customer¿s specifications. In addition, a joint investigation with cordis is underway to determine the cause of deployment difficulties in the smart flex 5x200 size. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The 120 cm. Smart flex 5 x 200 vas stent was positioned in the unknown target lesion. The deployment was started to be opened at the distal but could not open at about ten (10) cm. Towards the proximal. The stent delivery system (sds) was removed from the patient due to this reason. An unknown alternative product was used to complete the procedure successfully. The patient¿s current status was reported to be ok. There was no other reported product issue. Additional information received indicated that after deploying the stent halfway, the physician was not able to deploy the stent further. The physician was able to pull the stent back into the sheath and successfully remove the entire delivery system including the stent from the patient. No additional intervention was necessary. No other product issue was noted post-procedure or prior to shipping the product for analysis. The intended target lesion was the superficial femoral artery (sfa). The lesion was reported to be calcified. The approach for the procedure was ipsilateral. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The stent delivery system did not pass through any acute bends during delivery. There was a little difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. A stopcock was connected to the y-connector of the tuohy borst valve. There was no reported difficulty encountered flushing the stopcock or flushing the sds. The user maintained a fixed inner shaft position during deployment. No additional information is available. The product was returned for analysis. One non-sterile smart flex 5x200 vas, 120cm sds was returned. Per visual analysis the stent was partially deployed. The female luer to outer sheath bond was disconnected. The system was kinked in two locations; one was approximately two cm from the outer membrane proximal end and one at the distal end of the pusher shaft. The kink at the distal end of the pusher shaft is assumed to be caused during shipment for investigation as it was not reported by the user. Since the female luer to outer sheath bond was received separated, it was examined for manufacturing related issues which may account for the reported deployment difficulty. The correct amount of uv adhesive was observed in the female luer (11-16mm from proximal end of luer), per manufacturing specification. Uv adhesive fills level present. The heat shrink was also fully shrunk to the luer, but had been detached from the outer sheath. The bond region of the outer sheath was microscopically analyzed and found to have adhesive residue at the bond location typical of a preexisting bond. No factors related to this bond joint suggest that the separation was manufacturing related. The portion of the stent still inside the outer sheath was inspected under the microscope through the outer sheath tubing for any damage to the stent. There were no kinks, bends, overlap of struts, or any other damage visible on the stent. A device history record (DHR) review of lot 33237 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment (peripheral)¿ was confirmed through analysis of the returned device as the stent was present on the delivery system when returned. The exact cause of the event could not be determined during analysis. Based on the limited information available for review, procedural or handling factors may have contributed to the event as the device met manufacturing specifications during analysis. According to the instructions for use ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers distal to the target lesion and proximal placement marker proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve on the handle must be loosened to allow free movement of the pusher tube. Deploy the stent. Stent deployment must be performed under fluoroscopic guidance. Grip the outer sheath and handle with one hand and the pusher tube with the other. Move the outer sheath proximally relative to the pusher tube, while holding the pusher tube in a fixed position. The position of the delivery system may need to be adjusted to keep the distal stent markers at the appropriate location. Once the distal end of the stent starts to deploy continue to retract the proximal outer sheath and handle while holding the pusher tube still until the stent is fully deployed and the proximal stent markers have expanded. Note: the proximal placement marker may move during the stent deployment and may not coincide with the location of the proximal stent markers after deployment. If resistance is felt during retraction of the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; however a risk assessment has been opened to further investigate this issue.

Manufacturer narrative:
(B)(6). The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 120 cm. Smart flex 5 x 200 vas stent was positioned in the unknown target lesion. The deployment was started to be opened at the distal but could not open at about ten (10) cm. Towards the proximal. The stent delivery system (sds) was removed from the patient due to this reason. An unknown alternative product was used to complete the procedure successfully. The patient's current status was reported to be ok. There was no other reported product issue. The product will be returned for inspection. Additional information received indicated that after deploying the stent halfway, the physician was not able to deploy the stent further. The physician was able to pull the stent back into the sheath and successfully remove the entire delivery system including the stent from the patient. No additional intervention was necessary. The sds and stent are being returned for analysis. No other product issue was noted post-procedure or prior to shipping the product for analysis. The intended target lesion was the superficial femoral artery (sfa). The lesion was reported to be calcified. The approach for the procedure was ipsilateral. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The stent delivery system did not pass through any acute bends during delivery. There was a little difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. A stopcock was connected to the y-connector of the tuohy borst valve. There was no reported difficulty encountered flushing the stopcock or flushing the sds. The user maintained a fixed inner shaft position during deployment. No additional information is available.